Event description:
It was reported that during the implant procedure the left ventricular (lv) lead couldn't pass through the patient's vein. Therefore the lv lead was replaced with a new lead, however the patient had diaphragmatic stimulation following positioning of the new lead. The lead was removed and replaced with the initially attempted lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the lead segments was returned to the manufacturer and analyzed and no anomalies were found.